Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 6.0 inr. The corresponding lab result reported was 4.2 inr. The pt's coumadin was held for a few days. The device was replaced and requested to be returned for eval.